Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The unknown coil used during the event was not returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be damaged (partially separated) at proximal end of distal marker band. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~156.6cm. The echelon-10 useable length was measured to be ~148.7cm which is within specification. The echelon-10 micro catheter was flushed, water exited from the distal tip. One in-house axium coil (model: qc-2-2-3d lot: s24gm005c) was able to enter and pass through the echelon-10 micro catheter hub without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ could not be confirmed, and the root cause could not be determined. No damages were found with the returned echelon-10 micro catheter hub that would have contributed to the reported resistance. In addition, an in-house axium coil was able to enter and pass through the echelon hub without issue. Possible contributing factor to ¿catheter resistance at hub¿ is ancillary device damage. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of echelon resistance at hub. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery. It was noted the patient's vessel tortuosity was minimal. It was reported that during coil embolization of the aneurysm, after the microcatheter was positioned, a coil was selected for delivery; however, the coil could not be advanced into the microcatheter. Another coil was subsequently used, and the procedure was completed successfully. It was noted that there was catheter resistance encountered at the hub of the device. The tip of the sheath was seated securely in the hub. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. Additional information was received stating that the event was suspected to have occurred due to the coil accumulating at the catheter hub. A continuous catheter flush was administered during the procedure. No kink or damage was observed on either the coil or the catheter after removal. The coil used was a medtronic product; however, the model and lot number could not be obtained. Additional information was received stating that the report of "coil had accumulated" was referring to the resistance issue.